Event description:
Related manufacturer reference number: 3006705815-2021-06422. It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein the system was explanted and replaced. Effective therapy was established. Ipg was electively replaced.

Manufacturer narrative:
The report of autoreducing/high impedance was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.